Manufacturer narrative:
Siemens has completed the investigation. Qc samples run on the rl348ex system were found to be within ph sensor specifications. The escalated ph results were both abnormally low and high. For these two samples, the correlated blood gas parameters- pco2 and po2 recoveries were also found to be out of range. The more acidic result had higher pco2 and low po2 and vice-versa for the more basic ph sample. This correlation indicates that the issue was sample specific and not related to the ph sensor. In the absence of a comparative result, this investigation couldn¿t confirm any issue with the ph sensor. As system logs for rl348ex are not readily available, root cause cannot be confirmed.

Event description:
Customer alleges that their rl348ex sn (B)(6) gave a discrepant ph result. No repeat testing was performed. The customer expected the results to be within the normal reference range. There is no report of injury due to this event.

Manufacturer narrative:
Service engineer stated that insufficient instrument maintenance had been performed and operator retraining was required. Instrument files have been collected for further investigation. The cause of this event is unknown.